Manufacturer narrative:
It was found that the issue was caused by the battery not being fully charged. Once the battery was charged and the system re-homed, the issue was resolved. There is no system checkout because the issue was resolved over the phone.

Event description:
A medtronic representative reported that the system would 'wag' when the open door on the pendent was pressed. The rep was able to open the door using the emergency yellow button/open door button without issue. The system's pendent did not display any error messages. No patient was present during the time of the reported incident.

Manufacturer narrative:
The software investigation found that the root cause was unable to be determined without further information since the since the analysis of the log file proved to be inconclusive based on the information provided.